Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient was progressing well until 3 weeks post op. He then felt a grinding sensation. Presented back to surgeon at 6 weeks - x-ray showed that the liner may have disassociated from the shell. Revised on [date], liner was not locked into shell properly. Ceramic head had been articulating against the shell. Head & liner removed and replaced. Surgeon stated at original surgery he felt the liner was implanted and locked into shell as far as he could see. Experienced surgeon who has done many corail/pinnacle cup thr - has never had this happen in the past. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4). The x-ray investigation revealed that pinn sector w/gription 54mm is articulating with the femoral head as a result of a disassociation of the liner from the acetabular cup. Based on the unintended interaction of the inner surface of the cup and the femoral head, it is reasonable to conclude that audible sound would be present. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the pinn sector w/gription 54mm may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device 121732054 /m36r99, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 54mm would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device 121732054 /m36r99, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Device history review : null.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient had corail pinnacle thr on [date]. Patient was progressing well until 3 weeks post op. He then felt a grinding sensation. Presented back to surgeon at 6 weeks - x-ray showed that the liner may have disassociated from the shell. Revised on [date], liner was not locked into shell properly. Ceramic head had been articulating against the shell. Head & liner removed and replaced. Surgeon stated at original surgery he felt the liner was implanted and locked into shell as far as he could see. Experienced surgeon who has done many corail/pinnacle cup thr - has never had this happen in the past. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Yes, facility name of original implant [hospital], was device explanted? True, did patient require revision surgery? True, if yes, date of revision surgery. [Date], reason for revision surgery. To replace liner and head - liner deformed and not locked into shell; head scratched due to articulating against shell instead of liner., patient status/ outcome / consequences -yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient required revision surgery, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe patient required revision surgery to replace head & liner., is the patient part of a clinical study no, activity level active, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.